Manufacturer narrative:
(B)(4). Concomitant medical products: persona natural tibia cemented catalog # 42532007502 lot # 62342537, persona articular surface catalog # 42522600710 lot # 62294428, persona all poly patella catalog # 42540000035 lot # 62463048, cobalt cement catalog # 402282 lot # 627250. Customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0002648920-2018-00542, 0001822565-2018-03578. Discarded

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Subsequently, the patient was revised due to pain and loosening of the implant.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event could not be confirmed as the product was not returned, no visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.